Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus premier ous mr 24 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal damage, with the first distal strut pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. B5: describe event or problem updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 24x3.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut were lifted. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 24 x 3.50 mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut were lifted. The procedure was completed with another of the same device. No patient complications were reported.